Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation. An sjm representative was unable to resolve the issue with reprogramming. It was also reported diagnostics revealed low and invalid impedance values. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs lead was repositioned as it had migrated out of the epidural space. Effective stimulation was obtained with the surgical intervention.